Manufacturer narrative:
Concomitant product(s): product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was reported by the consumer regarding their implanted system which was used to deliver an unknown drug. The indication for use was spinal pain and failed back surgery syndrome. On (B)(6) 2016 it was reported that the patient's handheld device had been broken for quite some time. They had to "shut it down." Every time the patient hit the bolus it started up their right leg and shocked them somehow and gave them too much medicine. It was reported that the patient was not getting enough medicine with just it running all of the time. Further follow up was done to determine drug information, medical history, if troubleshooting was done, if any actions/interventions had been done, and the cause of the patient's symptoms and not receiving enough medication.